Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
Description: on or about (B)(6) 2012, patient underwent placement of an xcela power injectable port catheter device, with model number h965451110, and lot number 120340000. The device was implanted by dr. (B)(6) m.d., (B)(6), for IV access. On or about (B)(6) 2018, patient presented (B)(6), with complaints of right arm swelling. During the removal procedure on or about (B)(6) 2018, dr.(B)(6) noted fibrin sheath development, which required stripping prior to removal of the catheter. On or about (B)(6) 2025, while hospitalized for possible infection. Patient underwent a chest CT that revealed a retained catheter fragment was present in the right chest. Patient has not undergone any procedure to attempt removal of the catheter fragment.